Event description:
The customer reported false positive results with the anti-a of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that results were visually clearly negative. Due to the discrepancy between forward and reverse typing the ih-1000 stated "abo not interpretable" and no incorrect results were released. The customer did neither return the supposedly defective lot for investigational testing nor the patient samples that had caused the false positive reaction. Therefore our quality control (qc) laboratory tested their retention sample with different donor samples on the ih-1000. All positive and negative reactions were correct. We did not observe any false positive reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The investigation of the trace files of the instrument showed that the edge of the well is seen by the algorithm and therefore assessed as a weak positive reaction. Based on the investigation was classified as confirmed - upp (unexpected product performance). We highly recommend to check the alignment of the camera with the backlight and the azimuth of the camera card and perform a new calibration. But nevertheless, due to the confirmed complaint further initial actions were initiated.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false positive results with the anti-a of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that results were visually clearly negative. Due to the discrepancy between forward and reverse typing the ih-1000 stated "abo not interpretable" and no incorrect results were released. The customer did neither return the supposedly defective lot for investigational testing nor the patient samples that had caused the false positive reaction. Therefore our quality control (qc) laboratory tested their retention sample with different donor samples on the ih-1000. All positive and negative reactions were correct. We did not observe any false positive reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The investigation of the trace files of the instrument is still ongoing.